Event description:
It was reported that: "during examination surgeon determined instability. Pt underwent a poly swap 4x13 for 4x19 ps x3 poly."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and op report) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.